Manufacturer narrative:
H4: the lot was manufactured from february 26, 2020 to february 27, 2020. H10: six (6) actual samples were received for evaluation. Visual inspection was performed and found a dark loose foreign matter on the fill port connector of sample 1 only. Additional magnified inspection verified loose dark foreign matter on the surface of the fill port connector of sample 1 only. The reported condition was verified on sample 1 and non-confirmed in the remaining five samples. The cause of the foreign matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign material was observed in the fill port of six (6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.